Event description:
During the operation, the screw broke at the thread. The screw was removed using the k-wire and a new one was inserted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.